Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) which was detected via patient remote monitoring system. The patient is dependent however there were no report of any pauses. Boston scientific technical services (ts) reviewed the impedance measurements. Additional information indicated that this patient had reports of trauma to the device from a fall prior to increased pli measurements. The ICD remains in service while the rv lead was surgically abandoned in the patient. No additional adverse patient effects were reported.